Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event and was treated with injection of vancomycin (1gm, once in every three days, discontinued, route not reported) and amikacin injection (125mg, discontinued, route, frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Six days prior to receipt of this report, the patient was discharged from the hospital. One week prior to receipt of this report, pd therapy was discontinued. It was reported that the pd catheter was removed and the patient shifted to hemodialysis (three times a week). No additional information is available.